Event description:
A serious adverse event (sae) was reported by surgeon in the hospital. The sae reports of a male suffering from pulmonary heart disease resulting in death. According to surgeon, there is no relationship between this event and implanted product.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If add'l info become available, it will be submitted in a supplemental report.